Event description:
It was reported that the patient experienced an overdose. The event occurred approximately a year ago. The patient received a 10% increase in baclofen, became obtunded and was admitted to the intensive care unit. Follow-up information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).